Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg replacement on (B)(6) 2025 [related manufacturer reference number: 3006705815-2024-09560], the physician noticed fluid in patients extensions. As a result, extensions were explanted and replaced during the procedure to address the issue.